Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on may 01 with blood glucose of 284 mg/dl at the time of incident. The customer¿s other blood glucose level was 384 mg/dl. The customer stated that they had positive result in ketone test. The customer also stated that they had symptoms like difficulty in breathing and chest was hurting. The customer was treated with manual injection. The insulin pump will not be returned for analysis.